Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post implant. Lead repositioning was attempted but the lead dislodged again before the patient was taken off the table. The lead was used to gain vein access to implant a new lead. The lead was removed and a new lead was successfully implanted. To date, no adverse patient effects were reported. Dates were provided to us by boston scientific.